Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of air bubbles from the reservoir. The customer's blood glucose reading was 194 mg/dl. The approximate sizes of the air bubbles are small. The customer stated that the pump was not rewound with a reservoir in place. The amount fixed prime was reprogrammed to 0.3 units. The customer stated that insulin was not stored at room temperature. The customer stated that the insulin may have been shaken up while it was warm out. The customer was advised to change the infusion set.